Manufacturer narrative:
Logs were reviewed by a spacelabs healthcare product support specialist (pss). The logs indicate that two different xhibit telemetry receivers (xtr) experienced a power outage. One xtr automatically recovered once power was restarted, while the other xtr did not recover and remained powered off until a user had manually powered on the receiver. The cause of the power bump was not determined.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station (xcs), all patients went offline. Spacelabs healthcare technical support walked the user through restarting the xcs and the customer stated that bedside patients returned, however, telemetry patients continued to show offline. The customer later identified that the xhibit telemetry receiver (xtr) was found to be off. Once the device was powered back on, the missing telemetry patients reappeared at the xcs. Logs were collected from two different xtrs. At this time, the logs have not been reviewed to determine cause of failure. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.